Event description:
It was initially reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified brachial vein. A peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured in pinhole form at 6 atmospheres for 2 seconds upon first inflation. The device was removed and procedure was completed with another of the same device. No complications reported. However, on 18dec2023, additional information was received that indicated there was no longer any allegation of device deficiency. The initial report of balloon rupture has been adequately reported under report number 2124215-2023-70026. Therefore, the event no longer meets complaint criteria.

Manufacturer narrative:
Corrected fields: h6. Updated from material rupture to adverse event without identified device or use problem. B5. Describe event or problem.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified brachial vein. A peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured in pinhole form at 6 atmospheres for 2 seconds. The device was removed and procedure was completed with another of the same device. No complications reported.